Event description:
Subsequent to the initially filed report, the following information was received: the mitraclip delivery system (cds) (nt 00324u126) was advanced, during steering the delivery catheter handle was difficult to retract; grasping attempts were made but were unsuccessful due to the anatomy. The nt clip caused the leaflet tear. The clip was not implanted and the cds was removed. Another cds (xtw lot 00311u177) was advanced, grasping was difficult. The leaflets were grasped, and the clip was implanted; the leaflet tear worsened. Clip (xtw 00407u147) was advanced, grasping was difficult. The clip was implanted, again the leaflet tear kept worsening. A third clip (ntw 00327u137) was implanted without issue reducing mr to 2+. On (B)(6) 2020, a second mitraclip procedure was attempted to treat the torn leaflet. The cds (ntw 00518u127) was advanced but grasping was unsuccessful due to the anatomy. The leaflet injury continued to worsen during the attempt to grasp. The clip (ntw 00518u127) interacted with the implanted xtw clip (00407u147). As a result of the interaction and worsening of the leaflet injury and due to the friable texture of the valve the xtw clip (00407u147) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The ntw clip (00518u127) was not implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the difficult or delayed positioning (difficulty grasping the leaflets) was related to the patient anatomy and due to the condition of the leaflets (friable leaflets). Tissue damage appears to be due to patient and procedural conditions. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other 3 mitraclip devices mentioned in b5 are filed under separate medwatch MFR report numbers d4 catalog no, lot number, expiration date, UDI. H6: device code 2993 - removed.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two mitraclips referenced are filed under different medwatch report numbers.

Event description:
This is filed to report tissue damage (00320u128). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). Mitraclip delivery system (cds) (nt 00320u128) was advanced and the clip was implanted without issues; however an anterior leaflet tear was noted. To further reduce mr, clip (xtw 00407u147) was successfully implanted, but the leaflet tear worsened. Mr was reduced to 2+. Approximately three hours after the procedure, the patient decompensated and went into cardiogenic shock. A balloon pump was placed. Echocardiogram was performed, showing mr increased to 4 and the grasp with the xtw (clip 00407u147) had worsened. On (B)(6) 2020, a second mitraclip procedure was attempted to treat the torn leaflet. Cds (ntw 00518u127) was advanced but grasping was unsuccessful due to the anatomy. The leaflet injury continued to worsen during the attempt to grasp. The clip was not implanted. As a result of worsening of the leaflet injury and due to the friable texture of the valve the xtw clip (00407u147) was now only attached to one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No clips were implanted on (B)(6) 2020, the procedure was aborted. The patient expired the same day, a few hours later due to the patients critical hemodynamic condition. In the physician¿s opinion, the mitraclip contributed to the patient death; the leaflet morphology/tissue kept falling apart with grasping the clips. The increased mr was likely the cause of the acute decompensation. No additional information was provided.